Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted the photograph sample showed that there was blood visible on the dialysate side of the header area during treatment; however, an obvious blood leak was not observed. Due to the absence of actual sample the root cause for the reported failure could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the "head material" on a theranova 400 dialyzer during use. There was no patient injury or medical intervention associated with this event. No additional information is available.